Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his discontinued treatment. After receiving a cycler alarm, the pt discovered fluid leaking from the tubing set. The pt's pd nurse was made aware of the leak. The sample set was not made available for analysis. During follow up the pt's pd nurse reported that the pt was fine. He was not prescribed prophylactic antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.